Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not hold its charge soon after charging or during charging. Blood glucose level was not provided. The customer reverted to using insulin injections for insulin therapy.